Event description:
It was reported that during pre-test when tried to inject sterile water in the foley catheter, the valve came off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The first photo was a top view of the three-way catheter with return syringe. The second photo was a zoomed in view of the bifurcation site where the inflation cap was disconnected from valve. The third photo was of the disconnected inflation cap with batch # ngjx4592. The last photo was of the tray labeling with the batch # mykq4473. Visual: visual evaluation of the returned sample noted one opened (with packaging label) all-silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted the valve cap was disconnected from the inflation arm on the return sample. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test when tried to inject sterile water in the foley catheter, the valve came off.